Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro conical dissection tip was found to be cracked/broken. The reporter stated "on completion of dissection when withdrawing 7mm extended length endoscope the conical dissection tip was found to be cracked/broken." The reporter clarified that the tip broke inside the patient but it was retrieved from the original incision using an "unpowered" hemopro. The dissection process was completed with this device. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).